Event description:
It was reported ¿a large white lump of foreign matter¿ was observed originating from the tubing of the filter pressure sensor of an unspecified quantity of prismaflex st100 sets during prime. The preflush solution is 0.9% sodium chloride (there is no drug in the sodium chloride) and nafamostat mesylate for anticoagulation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter last name: (B)(6). Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Initial reporter city: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic samples, the presence of a white precipitate was observed in the access filter pod. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined; however, the most likely cause of the particulate is due to crystallization of the nafamostat mesylate when mixed with saline solution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.